Event description:
Revision completed due to patient suffering a dislocation. After the surgeon opened her up, he noticed that the poly liner disassociated from the shell. There was loosening of the poly liner. Doi: (B)(6) 2013. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Based on the provided evidence, it can be confirmed that poly liner and cup went through a disassociation event. It was observed that at least 1 of the ard was sheared off from the interlock feature edge which is also evidence of the liner having disassociated from the cup. Additionally, the x-ray image denoted that femoral head is having contact with cup's inner face which is subsequently to disassociation event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.